Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she recently had a blood glucose level of 415 mg/dl after bolusing for a meal. The customer reported that she then manually did a fill cannula. The customer also received assistance with insulin pump settings and sensor glucose versus blood glucose readings. The insulin pump was not replaced or returned for analysis.